Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that upon turning the knob for the monitor, a "power supply failure" error message appeared. When he performed a self-test, the ready-for use indicator (rfu) returned to the hourglass icon (indicating ready for use). He then performed a shock check test at the 20 joules setting and the defibrillator displayed a "power supply interrupted" error message, then restarted. Following the restart, the rfu returned to the hourglass icon. There was no reported patient involvement.